Event description:
It was reported the device was used during an open splenectomy. It was reported surgeon had difficulty getting device open after firing. The device was able to be opened and another was used to complete the case. There was no consequence to the pt.